Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11284r68, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was found unresponsive at her home due to a potential overdose. The patient was taken to the emergency room where he was intubated and given treatment to restore her respiratory status to normal. The physician ordered the pump to be stopped until re-evaluation on the following monday. He suspected that the patient may have been given the wrong concentration of medicine at her refill earlier that week. The patient status was notated as alive, but with injury. The drug used in this system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient had an ischemic stroke and there was no malfunction of the pump. The patient had been totally weaned off of the intrathecal delivery and the pump had been stopped. The patient was 'doing fine with no continuing adverse event.'

Manufacturer narrative:
(B)(4).